Manufacturer narrative:
Manufacturer spoke with distributor. The consumer saw sparks from his chair and called the distributor for service. The distributor reportedly had worked on the chair two weeks prior to this alleged incident indicating they had replaced a seat elevating module. The dealer discovered two wires that had gotten caught on the elevating seat. Photos were provided and indicated improper routing of these wires. Damage was minimal and was the result of improper service. The pictures provided do not indicate a major fire event as initially described. Malfunction not apparent.

Event description:
The consumer drove off his ramp when the nurse allegedly saw sparks coming from under the chair. When the dealer moved some of the wires, the chair allegedly caught fire. No injury is alleged.